Event description:
Hamilton medical ag received the following incident description: "the screen went white during use.¿ there is patient involvement. The issue did not result in any patient harm. No device log files were provided to hamilton medical. Based on the information known to us so far, the assumption is that with a white screen, a patient cannot be monitored properly, this is seen as a potential risky situation. Therefore, although unlikely, it cannot be fully excluded that the issue may lead to a deterioration in state of health of the patient if recurring.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Manufacturer narrative:
It was reported the device's screen "went white during use" and "call dropped before any more data/info could be extracted said no patient harm during correspondence". There was no report of patient involvement; harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Additional information from partner received that the ffc "in the lower corner of the vent... Was loose" and was the reason for the failure. This case is considered as closed. The display cable was reseated to resolve the issue and no further problems have been reported, no additional investigation is deemed necessary at this time.